Event description:
It was reported that the pump's alarm sound was not annunciating. Customer¿s blood glucose level was 377 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.